Event description:
This case was reported by a healthcare professional and described the occurrence of almost choked in a male pt who received polyethylene oxide + sodium carboxmethylcellulose (polygrip comfort strips) for dentures. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose (dental). The strips were given to the pt as a sample. In 2007, while using polyethylene oxide + sodium carboxymethylcellulose, the strip slid out of the denture and down the pt's throat. The pt gagged and almost choked on the strip, but was able to cough up the strip before that happened. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. MFR's comment: polygrip comfort seal strip is manufactured in foreign country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.